Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The data log review showed a graphical user interface (gui) interface error. The universal power supply (usb) connections to the ccm were inspected with no issues observed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'system computer needs service' message. The unit was power cycled and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.